Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer-lok¿ tip there is foreign matter. Consumer states ¿the syringe has a dust bunny inside the wrapper.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample/photo evaluation: five packaged samples and one photo received at bd canaan, confirmed to be from batch # 7212606 (B)(4). A sample evaluation was performed. Loose foreign matter appears to be propylene particles along with silicone outside the fluid path. DHR review for batch 7212606(B)(4). Manufacturing date: 08/22/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212606 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine # 66, notification n/a, adjustments n/a, requal n/a. Confirmed: bd was able to confirm the customer¿s indicated failure investigation conclusion: root cause undetermined.